Event description:
On (B)(6), a physician reported to a bwi employee that some cardiac tamponades events occurred last year on (B)(6) facility in (B)(6). For now, there is no further additional information regarding the events reported by the physician. Therefore, this complaint has been created with the available information and to ensure reporting these events through this complaint file.

Manufacturer narrative:
A) the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under 510(k) p030031/ PMA # s053. B) there is no information on the product availability, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. C) multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. If additional information is received regarding these events, a supplemental 3500a report will be submitted to the FDA. (B)(4).